Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted the cartridge was leaking insulin from the bottom. The customers blood glucose level was not impacted. The contact change cartridge and the issue was resolved.